Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test. Pump passed self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube noted.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and customer stated the display did not return. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.